Manufacturer narrative:
Type 2 diabetic patient reported hyperglycemia that resulted in being treated at the emergency department. He reports blood glucose from 250-"hi". The patient consulted with his endocrinologist after the emergency department visit. The patient was instructed to beginning taking tresiba 10u daily along with vgo 40 using 6 bolus clicks per meal. There is no allegation of device malfunction. The device was not returned for evaluation. The most likely contributing factor to the elevated blood glucose is that the patient requires more insulin than the vgo 40 alone can provide.

Event description:
Type 2 diabetic patient reported hyperglycemia that resulted in being treated at the emergency department. Patient clarified that he had a blood glucose measurement of hi all day. He reported feeling nausea and tired. He attempted to treat by administering correction bolus clicks but feels that vgo 40 does not have enough insulin to meet his needs. The patient reported to the emergency department. He was administered an injection of rapid acting insulin and was sent home. The patient cannot recall the details of which insulin and how much he was given. He does not know what his blood glucose measurement was upon discharge. The patient was not admitted to the hospital. The patient does not believe the vgo device malfunctioned or leaked in any way. He believes he was able to administer all 18 clicks of bolus dose prior to the bolus buttons locking out. Prior to this event the patients blood glucose has been elevated while wearing the vgo device. He reports blood glucose from 250-"hi". The patient consulted with his endocrinologist after the emergency department visit. The patient was instructed to beginning taking tresiba 10u daily along with vgo 40 using 6 bolus clicks per meal. Patient was instructed to call back in one week with bg measurements. Prior to the event the patient was on vgo 40 using 5 bolus clicks per meal.

Manufacturer narrative:
UDI # added. V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided in block d4 and the other UDI's are listed here: (B)(4). Date corrected. Follow up #2. Correction. MFR. Date.